Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this pacemaker exhibited atrial tachycardia undersensing after the device was reprogrammed for a previous sensing issue. Boston scientific technical services (ts) was consulted and discussed programming options. On a later date, a clinician called and reported that this pacemaker's atrial tachy response (atr) feature did not function as expected. The clinician alleged that the high rate pacing that resulted from this contributed to the patient being hospitalized for heart failure symptoms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this patient has a history of myocardial infarction (mi), coronary artery disease(cad), cerebral vascular accident (cva), hypertension, hyperlipidemia, chronic obstructive pulmonary disease (copd), atrial fibrillation, atrial flutter, tachy brady syndrome, and t-wave oversensing. Prior to hospitalization, the patient experienced symptoms of dyspnea, leg edema, elevated heart rate in the 120-130 beats per minute (bpm) range and mild cough. According to the emergency medical services (ems) personnel, the patient was brought to emergency department for shortness of breath and was started on oxygen, which was noted to improve dyspnea and hypoxia. The physician prescribed changes to oral medication. The patient was given intravenous medication, after which the patient reported the dyspnea had improved. After the hospitalization, the patient was in chronic atrial tachycardia with recurrences of the pacemaker's atrial tachy response (atr) functioning differently than expected and the pacemaker was reprogrammed multiple times. Additionally, the pacemaker recorded pacemaker mediated tachycardia (pmt) episodes. Most recent information indicates the patient's heart rate was between 60-80 bpm and there were no adverse patient effects. The clinic plans to continue to monitor the patient remotely and there are no further actions planned.